Event description:
Cook medical six shooter saeed multi-band ligator did not deploy band on first attempt. Upon second attempt, three bands were deployed. Diagnosis or reason for use: banding of esophageal varices. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.